Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass procedure for morbid obesity with 150 cm roux limb. The anvil was passed transorally. The nasogastric tube attached to the anvil was brought out through the gastrotomy. It was pulled out through the 12 mm incision in the left upper quadrant until the anvil emanated from the gastrotomy. At that point, the suture attaching the nasogastric tube to the anvil was cut and the two were separated. Of note, there was a plastic coupling device between the nasogastric tube and the anvil which was left in the end of the anvil. The nasogastric tube was then removed from the mouth. At that point, took the coupling device off the end of the anvil and made an attempt to pull it out through the 12 mm incision in the left upper quadrant. The coupling device caught on the trocar and caused it to fall into the peritoneal cavity. At that point, approximately 45 minutes was set aside attempting to retrieve the coupling device which is approximately 1 cm in length and 3 mm in diameter. Irrigated all 4 quadrants in hopes that it would float, it did not as we tested another one. Also x-rayed it to see if it was radiopaque, it was not. Looked at the retrohepatic space both pericolic gutters in the central mesentery, in the lesser sac, and in the pelvis, and unable to locate this device. After consultation with the chief medical officer, decided to proceed with the operation. Later on in the procedure, again explored all 4 quadrants laparoscopically for the coupling device and was unable to find it. Decided that the morbidity of making an open laparotomy in order to retrieve this device had a higher morbidity than leaving it. The patient tolerated the procedure without complications and was transferred to the recovery room in good condition with an estimated blood loss of 10 ml.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a roux-en-y gastric bypass procedure. When cut, the anvil is suppose to move away from the tube. The white piece on the end of the ng tube became dislodged into the cavity of the patient. The piece is radio opaque so there was an attempt to look for the piece. The piece could not be found and was not retrieved from the cavity of the patient. The surgical time was extended by one hour and twenty minutes due to looking for the piece. Currently, the patient seems to be doing well.